Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system displayed incorrect timings. A technical support specialist corrected the timings. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was displaying incorrect time. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.